Manufacturer narrative:
(B)(4). Batch # r93204, r93055, r92z2e, r9324v. Per photographic evaluation: there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, it appears like the bag is torn, it also appears like the edges of the torn portions are stretched. However, no conclusion could be reached as to the cause of the reported incident as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: how long was the procedure delayed by (mins/hours)? Was there any change in the post-operative care of the patient due to the issue that occurred? What is the current patient status? According to the incident report: ¿surgeon was using the j&j endopouch. Went to remove the specimen when the bottom part of the pouch ripped spilling the gallbladder contents into the abdomen. Required additional surgical time of 45 minutes to retrieve specimen components and set-up of "fancy" suction to irrigate the abdomen.¿ as far as I am told, no harm to patient other than the additional anesthesia time.

Event description:
The surgeon was performing a standard laparoscopic cholesystectomy using the j&j pouch and upon removing the specimen through the access point I am told the pouch ruptured spilling the contents in the patient abdomen. As a result the procedure was significantly delayed. The procedure was significantly prolonged due to the ruptured pouch and the surgeon was able to remove the specimen without having to open.